Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) unit's helium regulator was unable to calibrate. There was no patient involvement.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) helium regulator was unable to calibrate. There was no patient involvement and no harm reported. A getinge field service engineer (fse) replaced assy, helium reservoir to fix the issue. Reloaded b17 sw and performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for patient use. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of the helium regulator would not calibrate properly. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat could not replicate the failure that was experienced by the customer. The fat was able to calibrate the helium reservoir with no problem found. The fat then proceeded to perform the all manifold tests. The helium reservoir passed all testing. Retaining the helium reservoir in the fat per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Event description:
N/a.